Event description:
False negative results - no more details available.

Manufacturer narrative:
Control lot: 100miu/ml hcg urine control, lot: hcg081008-01; 25miu/ml hcg urine control, lot: hcg080821-03; 217.7iu/ml hcg urine control, lot: hcg081020-01. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100miu/ml and 217.7iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention strips meet qc specification. No false negative result was observed. So this complaint is not confirmed. No corrective action required, as no product deficiency was established.